Event description:
Note: this report pertains to the third of three complaints that occurred during the same procedure. Refer to manufacturer report 3005099803-2010-03587 and 3005099803-2010-03589 for the other associated device information. It was reported to boston scientific corporation that three resolution clip devices were used during a procedure in the colon. According to the complainant, in all three instances, they attempted to deploy the clips however, the clips would not release from the catheter. There was no tissue damage reported as a result of this issue. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
Note: this report pertains to the third of three complaints that occurred during the same procedure. Refer to manufacturer report 3005099803-2010-03587 and 3005099803-2010-03589 for the other associated device information.it was reported to boston scientific corporation that three resolution clip devices were used during a procedure in the colon.according to the complainant, in all three instances, they attempted to deploy the clips however, the clips would not release from the catheter. There was no tissue damage reported as a result of this issue. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found that the device was fully deployed and there were multiple kinks in the control wire. The clip assembly and over sheath were not returned. The root cause could not be determined however, the most probable has been determined to be operational context. A review of the device history record (DHR) was performed; no anomalies were noted.

Manufacturer narrative:
(B)(4):the device has been received for analysis however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.